Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1104 "backup alarm failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the alarm occurred and was replaced with another v60 device. There was no reported delay to therapy or medical intervention. The manufacturer's product support engineer (pse) evaluated the device and performed checks but could not duplicate the reported issue; however, the pse confirmed that the 1104 error code was logged in the event log. The pse therefore replaced the central processing unit (cpu) printed circuit board assembly (pcba) for preventive measures. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
The system or central processing unit (cpu) printed circuit board assembly (pcba) was returned for failure analysis. With 10vdc applied to ls1 from the bk precision 1696 power supply, the product investigation lab (pil) technician confirmed that ls1 emitted a weak audible tone and verified that the 1104 alarm error generated during standard test bed (stb) operation shortly after the power on button was pressed. In addition, the pil technician verified that the audible and visual alarms could be temporarily reset, but the 1104 alarm error remained on the liquid crystal display (lcd) so it would not be forgotten. The pil technician also verified that the 1104 alarm error occurred repeatedly during the cycling of the stb through the use of the power on/off button. The pil technician induced a hard power fail condition with the stb and found that the light emitting diode (led) on the bezel flashed bright red as expected; however, the secondary alarm audibly alarmed with a raspy weak signal. Ls1 has a 1k ohm resistance which is extremely low and the reason for the ls1 failure. Typical resistance for a good working ls1 would be 393k ohms. The pil tech verified that the reason for the repeating e/c 1104 and the failure of the secondary alarm circuit is due to a faulty ls1 (secondary alarm buzzer).